Manufacturer narrative:
B.5.medtronic received additional information that there was no visual, audible, or performance abnormalities. The customer stated that no error warning message appeared. Medtronic received additional information that there was no damage noted in the instrument or the disposable. The problem is with several consumables device evaluation::the reported issue that the instrument had blood passing into the waste bag and then the device emptied the blood bag into the waste was not verified during service.service technician could not reproduce reason for return.service technician observed errors 0017, 0032 occurred in history error log (routine errors).service technician observed led current is out of specification,observed level sense gain is out of specification,observed fan is not turning on, observed seal upper bearing roller pump is damaged.the issue was resolved by replacing the bag - atlg pro device,sealed bearing radial and ac power cable.service technician also disassembled and cleaned the device and centrifuge, adjusted led current and level sense gain and disassembled, cleaned, reassembled the fan.preventive maintenance was performed per specifications. D.4. Serial number and UDI updated correction.h.4. Mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that it was thought that that the problem was with the device and it was not known if there was a problem with the washkit medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument had blood passing into the waste bag and then the device emptied the blood bag into the waste as well. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.